Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's grip cable to be broken at the distal clevis hub. The cable segment was observed to be sticking out at the wrist of the instrument. The distal clevis hub did not exhibit any wear. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable and additional finding of the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the wire on the mega needle driver instrument broke when the surgeon pulled the suture through the posterior vaginal cuff. The surgeon reportedly was not using extensive pressure while performing a v-lock suture on the vaginal cuff and was using the needle driver instrument in a normal manner. The patient was inspected very closely with a scope and the instrument was slowly pulled out manually out of the patient under direct visualization. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.